Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and electromagnetic interference with the cardiac resynchronization therapy defibrillator (crt-d) was noted. No programming changes were made. The device remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.